Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had his scs trial procedure on (B)(6) 2016. During the procedure, a cerebrospinal fluid leak was noted after the doctor pulled the epidural needle out. The patient reported experiencing a severe headache. MRI and CT scan did not reveal any anomalies. As a result, the trial procedure was abandoned.